Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer recently was experiencing low blood glucose and seizures. Troubleshooting was performed. The mother also reported that the customer was hospitalized for low blood glucose of 68 mg/dl. The programming, time, and date on the insulin pump were correct. It was stated that the amount of insulin left in the reservoir did not match to the amount of insulin left on the screen. No further info was provided.